Event description:
It was reported that during the surgical procedure to implant the implantable neurostimulator (ins) that the set screw on the top of the battery would not hold the lead component. It was also reported that there was telemetry issues with the ins and would not 'bond' with the patient programmer. A new ins was then used in its place and the implantation procedure went 'ok' after that.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Final analysis of neurostimulator model 3058 (lot # njy209879h) showed that ins setscrew backed out too far.